Event description:
Reportedly this pump was being set up for pca therapy for a post partum pt. When the nurse initiated infusion with the pump, it was noted that the pump began to run in the bolus mode. The r.n. Stopped the pump and sent it to out to be checked. When the pump was checked by the pain service the history had been cleared. Pain service expressed that this may have been misprogrammed. There was no problem with the pt. As a result of this momentary event.